Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. The patient received a blood glucose result of 400 mg/dl and called an ambulance. The blood glucose results and treatment provided by the emt's were not provided. The patient was transported to the hospital. At the hospital the patient was treated with an insulin infusion. It was also determined that the patient had a unknown infection. The patient was hospitalized from (B)(6) 2017. The infusion device was requested to be returned for product evaluation.